Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during use of a 14 french introducer, increased leakage was observed from the hemostatic valve at the site of guidewire and pigtail insertion. The physician noted that the amount of bleeding was greater than typically expected. The device remained in use during the procedure. The device was subsequently removed as part of routine clinical management. The removal was not considered premature and was unrelated to the reported event. The patient¿s outcome at the time of device removal was survived. The reported bleeding was assessed as minor and non-reportable. No other signs or symptoms of patient injury or patient harm were reported in association with this event.